Manufacturer narrative:
H3, h6: software data was received by the manufacturer for analysis. Archive has 5ct and 3mr exams CT 1,3,4,5 and mr 2,3 were loaded with the waring "not optimal for stealth" because of slice spacing greater than 2mm and missing slices, no plan data was found and trace registration was performed with an accuracy of 2.9mm also good amount of trace points were collected. Logs captured there was one session on the date of issue, many times registrations were performed in "tumorresectionoptical" procedure using touch_trace and threepnt_init types of registration with an error metric of 2.3mm as best accuracy. But logs did not capture any abnormality related to reported behavior. Suspecting frame movement might have caused the reported behavior. There is insufficient information to determine root cause of reported behavior. Previously reported codes b01, c19, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed no faults were found, the system performed as intended. Codes b01, c19, and d14 are applicable. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version: 2.0.1 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that there were alleged inaccuracies. The site was unable to get an accurate registration. The surgeon tried to re-register multiple times but were unhappy with the navigation accuracy. The best registration accuracy value was at 2.6 millimeters (mm). The surgeon tried 3-point touch and no touch points were added. When touching the midline of the head, the probe showed about 15mm into the head anatomy instead. The site was going to get a new scan for the patient and the case was rescheduled. Surgical delay time was reported as less than one-hour. Additional information was received. It was reported that the patient was under anesthesia when registering. Additional information was received. It was reported that the patient did not receive an incision before the procedure was aborted.